Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt was hospitalized for the event one day after onset. Treatment was not reported. The cause of the peritonitis was reported as the patient made a mistake of touch contamination (details not provided). Eight days after being admitted, the pt was discharged from the hospital. At the time of this report, dianeal and extraneal therapies were ongoing and the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.